Manufacturer narrative:
According to the instructions for use, the safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patient populations including ruptured and/or mycotic aneurysms.

Event description:
On (B)(6), 2022, this patient was diagnosed with an infected abdominal aortic aneurysm and an infected thoracic aorta aneurysm. The patient was given antibiotics and monitored. On (B)(6), 2022, computed tomography revealed that the infected abdominal aortic aneurysm had ruptured. On (B)(6), 2022, the patient underwent endovascular treatment of the ruptured abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6), 2022, a proximal type I endoleak was suspected on computed tomography. On (B)(6), 2022, a reintervention took place whereby the left renal artery was embolized as planned, and an additional stent graft was placed proximally. The endoleak was resolved. The patient tolerated the procedure. The physician reported that the endoleak might remained at the initial procedure, or since it was infected abdominal aortic aneurysm, the weak vessel wall might have caused the endoleak.